Event description:
A report received from medical affairs states that this pt's wife called to report multiple adverse events that occurred to her husband. The pt is a male, with a history of coronary artery disease, heart attack, diabetes, and hypertension. The pt was hospitalized and underwent cardiac catheterization and a cypher stent implanted in an unknown coronary artery. Three months later the wife reports that the husband experienced chest pain requiring cardiac catheterization which showed a restenosis of the cypher stent. As treatment, two additional cypher stents were implanted in unknown coronary arteries. The wife also reports that husband experienced, "blistery red rash on his back that is extremely itchy." Physician is aware of this ongoing event and no treatment was reported as it was believed that this was caused by defibrillator pads that were placed during the stenting procedure. One month later, the wife reports that husband was hospitalized again and underwent repeat cardiac catheterization for unknown reasons and had one additional cypher stent implanted in an unknown coronary artery. On the same month, the wife reports that husband experienced, "another similar blistery rash on his back that was extremely itchy, in a square shape on his back and turned brown after a few days." Physician is aware of this ongoing event and as treatment, prescribed an unspecified over the counter steroid cream. The wife reports that husband experienced, "chest pain" and was taken to the ER where he was monitored and discharged the same day with unknown treatment. There has been no restenosis of the stents that were placed after the first adverse event although the pt has had some chest pain. No further info is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of four cordis products with unknown catalog and lot numbers involved with this event which is associated with mfg. Report # 3003742446-2009-00147, 3003742446-2009-00148, and 3003742446-2009-00149.